Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose (bg); bg value not provided. Customer suspected that the low bg level was a result of the control iq software¿s bg target of 112 mg/dl. Customer acknowledged that control iq system was working as intended. Customer declined a follow up with tandem technical support.